Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-aug-2021. The most recent information was received on 31-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhages') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion intervention required), alopecia ("hair loss"), depression ("depression"), arthralgia ("polyarticular pain (knee, hips, back, cervical, shoulders)"), tendonitis ("recurrent tendinitis"), tooth disorder ("dental problems"), dyspareunia ("pain after intercourse"), restless legs syndrome ("restless legs") and raynaud's phenomenon ("raynaud's syndrome") and was found to have weight increased ("weight gain"), 1 year 7 months after insertion of essure. In 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced general physical health deterioration ("disabled category 1 then transition to category 2 due to deteriorating state of health"). The patient was treated with surgery (essure removal via total hysterectomy and bilateral salpingectomy in (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, general physical health deterioration, alopecia, depression, arthralgia, tendonitis, tooth disorder, dyspareunia, weight increased, restless legs syndrome, raynaud's phenomenon and fibromyalgia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, depression, dyspareunia, fibromyalgia, general physical health deterioration, genital haemorrhage, raynaud's phenomenon, restless legs syndrome, tendonitis, tooth disorder and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhages') in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion intervention required), alopecia ("hair loss"), depression ("depression"), arthralgia ("polyarticular pain (knee, hips, back, cervical, shoulders)"), tendonitis ("recurrent tendinitis"), tooth disorder ("dental problems"), dyspareunia ("pain after intercourse"), restless legs syndrome ("restless legs") and raynaud's phenomenon ("raynaud's syndrome") and was found to have weight increased ("weight gain"), 1 year 7 months after insertion of essure. In 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced general physical health deterioration ("disabled category 1 then transition to category 2 due to deteriorating state of health"). The patient was treated with surgery (essure removal via total hysterectomy and bilateral salpingectomy in (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the genital haemorrhage, general physical health deterioration, alopecia, depression, arthralgia, tendonitis, tooth disorder, dyspareunia, weight increased, restless legs syndrome, raynaud's phenomenon and fibromyalgia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, depression, dyspareunia, fibromyalgia, general physical health deterioration, genital haemorrhage, raynaud's phenomenon, restless legs syndrome, tendonitis, tooth disorder and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.